Event description:
It was reported that the user experienced nighttime low blood glucose after a clinician adjusted the sensor secondary target to a lower value and the user entered an excessively large meal announcement, which together contributed to hypoglycemia. The user treated with oral glucose and subsequently had no further lows for two days as the algorithm adapted. Symptoms included hypoglycemia with a nadir of 58 mg/dl and a headache over the right eye. Outcomes included minor injury of hypoglycemia with no health consequences or lasting impact. Investigation included interviews with the user and analysis of user-provided data. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface during meal entry and target adjustment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.